Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 10, 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the phenomenon was due to stress during use or external factors.